Manufacturer narrative:
On december 04, 2023, the mentor failure analysis lab actually received two devices for evaluation. Since both devices received contain the same lot number, it is unknown which device pertains to the complaint. On december 11, 2023, the evaluations for the devices were completed. The device evaluation summary was the same for both devices. Device evaluation summary: visual analysis of the returned sample revealed that no damage or anomalies were observed on the sm mpps dv 600cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis in the shell and the valve. The event described could not be confirmed as the breast implant was returned without detectable damage. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 27, 2023, mentor received additional information regarding the patient's diagnosis. It was reported that the patient's deflation may have been due to a "faulty valve". Code a12-connection problem has been added in section h6-medical device problem code to document this information. On december 04, 2023, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed. Non-conformances were identified related to device malfunction and will be handled through mentor's quality system. Section h9. FDA correction/ removal reporting no.: 3005423519-10/12/2021-001-r. Reason for device explant and/or reoperation: deflation. Section d6b. Explantation date: (B)(6) 2023. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 39-year-old female patient underwent a primary breast augmentation with a 600cc mentor smooth round moderate plus profile saline breast prosthesis and experienced a deflation on the left side post-operatively, which was diagnosed with a physical exam. As a result, the patient is to undergo explantation on (B)(6) 2023.